Event description:
Patient was revised to address hip pain and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address hip pain and poly wear. Doi 1995 - dor (B)(6) 2013 (hip). Update 08/28/2013 - patient's operative records were received. Records indicate the patient was experiencing left hip pain and during an examination it was noted on their right hip they had polyethylene wear. There is no indication at this time the patient had a left hip tha. Upon revision of the right tha the liner was noted to be significantly worn superiorly. A large osteophyte was identified anteriorly covering the lip of the acetabular component. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained, confirming the poly material wear. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that both product codes associated with this event are obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address hip pain and poly wear. Doi 1995 - dor (B)(6) 2013 (hip). Update 08/28/2013 - patient's operative records were received. Records indicate the patient was experiencing left hip pain and during an examination it was noted on their right hip they had polyethylene wear. There is no indication at this time the patient had a left hip tha. Upon revision of the right tha the liner was noted to be significantly worn superiorly. A large osteophyte was identified anteriorly covering the lip of the acetabular component. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained, confirming the poly material wear. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that both product codes associated with this event are obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.